Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: during investigation, the pump powered on to a blank display. The original complaint of an under responsive ok keypad button was unable to be investigated due to the blank screen. The keypad buttons and audio bolus button were unable to be tested as well. Unrelated to the original complaint, visible moisture was found on the display. A leak test was performed and failed due to a crack in the pump case. Additionally, a base crack was found between the case seal and the keypad. The pump was opened to find moisture corrosion on the keypad connector and the display connector. No moisture was found in the battery compartment.